Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the damaged dingus assembly and door sensor switch needed to be repaired. Hardware components were replaced and the system repaired. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the gantry door would not close. The o-arm was making a grinding noise and the site was told that they could continue to use it, but during the case the door would not close. It was noted that the site aborted using the o-arm which caused a 10 minute delay in the case as the site went and grabbed the c-arm. There was no impact on patient outcome.